Event description:
A vena cava filter was placed via the right femoral approach by the physician. The physician stated that the filter was "tough" going in but deployed in good position. After removal of the introducer, an inspection of the sheath noted that one leg of the filter was protruding through the sheath at the end of an approx. 3" slit. The pt suffered no adverse effects as a result of this occurrence.